Event description:
Swab tip came off in urethra during male specimen collection procedure.

Manufacturer narrative:
The cause of this incident has not been determined. This is our first encounter of this type of incident following. The distribution of millions of applicators each year. The retention samples from this lot and similar lots are normal. The frequency of this indicent does not warrant any additional action at this time. We will monitor our reports for this type of incident.